Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board, tubing kit (kinked) and manifold were replaced to address the issues. During the evaluation of the device at the manufacturer's service center, additional "service required" codes and "ventilator inoperative" codes were found in the ventilator's downloaded error log. These codes appear to have been caused by tampering. A communication cable, motor capacitor and internal battery were disconnected. They were re-connected to address the issues.